Event description:
It was reported that during a follow up, increased pacing threshold and impedance was observed on the rv channel. The lead was explanted an replaced. The patient's condition was stable after the surgery.

Manufacturer narrative:
(B)(4).